Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device exhibited premature eol/rrt. Inter- rogation revealed vvi mode, 2.18v, 13ua, and 42 kohms.